Event description:
Ambulance personnel were attending to a pt in ventricular fibrillation. Allegedly during two attempts at delivering defibrillation therapy, the device charged but internally dumped the energy before delivering it to the pt. It was reported, however, that the pt's rhythm converted to a perfusing rhythm during treatment. There were no adverse effects to the pt reported as a result of the reported malfunction.